Event description:
Customer reported the system was arcing during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced several unk parts. System operates as intended.